Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of dark images was unconfirmed. The reported issue of dark images is unconfirmed. The sr8 was tested with a gt probe and a cue probe. Both did not display a dark image and functioned to manufacturer specifications. A probe was not sent in with the sr8 to be evaluated. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - dark images.